Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported went to the emergency room on 9-jun-2016 for retention and then was admitted a foley catheter was placed and laboratory testing of urine culture showed positive for e-coli. The urinary tract infection (uti) resulted in administration of cipro on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. It was noted the event was not related to the implant procedure and was ¿unlikely¿ related to the device or therapy; there was a history of recurrent utis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event required in-patient hospitalization or prolongation of existing hospitalization.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had a history of recurrent utis.

Event description:
A health care provider (hcp) for a clinical study reported the patient was hospitalized for dehydration, diarrhea, and retention. Indication for use included gastrointestinal/ pelvic floor and urinary dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.